Event description:
It was reported that the patient underwent a cervical procedure at c3-c4 at unknown date using anterior fixation. Two screws at cranial and caudal came loose. The surgeon stated that the washer might not be completely placed and the patient was very active post-op.

Manufacturer narrative:
The devices were implanted, product return is not possible at this time. Unable to determine the cause of the event.